Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male, the device displayed a "paddle fault" message. Complainant indicated that the clinician obtained another device using the same electrode pads to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.